Event description:
Customer reported that erroneous sodium results were generated by the unicel dxc 600i synchron access clinical system following routine maintenance. System calibration and quality controls were within specification prior to the event. The results were reported out of the laboratory. The system was recalibrated and the samples were retested. Amended results were issued for all samples in which the initial results were deemed to be clinically significant. It is not known if there were any changes to the patients' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call was initiated and no evaluation of the system was conducted. Without a full evaluation of the system, no root cause of this event could be identified; accordingly, no conclusion can be drawn. This is one of three individual medwatch reports being submitted as the customer provided results for three individual patients. See the below MDR numbers for all associated events: MDR # 2050012-2011-05819, 05838. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.